Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 60 year old male stemi patient presented to the ER and taken to cath were revealed severe mitral valve disease. Decision was made to proceed with impella cp placement to unload then reevaluate right ventricle. It was noted that the patient began to decompensate and required 1 round CPR requiring intubation during impella placement. After impella placement the patient became more hemodynamically stable. During support it was reported that the patient went into ventricular tachycardia requiring two shocks and returned to sinus tach. Ultimately, care was withdrawn and the patient expired.